Manufacturer narrative:
(B)(4). Date sent to FDA: 12/08/2020. Additional information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Was mesh exposure noted by a physician? If so, mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for including dates and surgical findings. What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure for urinary incontinence on (B)(6) 2019 and mesh was implanted. It was reported that the procedure was uncomplicated and had good effect on the urinary incontinence. In (B)(6) 2020, the patient noticed painful intercourse and could simultaneously feel the sling mesh through the mucosa. On (B)(6) 2020, the patient underwent a procedure in which a minimal part of the sling mesh was removed and the mucosa over the mesh was closed. Additional information has been requested.